Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece did not perform as it usually does. Thicker omentum was sealed but needed to go back and reseal few locations because of some bleeding. Activation sound and end tone was produced. The case was completed using the same handpiece. There was no patient injury.